Event description:
Customer reported the resolution does not meet the acr reference limit. No patient injury was reported.

Manufacturer narrative:
A ge representative has not yet evaluated the system.